Manufacturer narrative:
This device remains implanted. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported by the patient advocate, that this patient with a pacemaker device, experienced a stroke after implant. The patient is currently in a nursing home. The device remains implanted. New information was received, indicating that the monitoring physician was not aware of the patient having a stroke. The physician confirmed the absence of a link between the pacemaker and what happened to the patient. The device remains implanted. No adverse patient effects were reported.